Event description:
It was reported that it doesn't prime intermittent/inaccurate volume. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. However, found no issue with priming the pump. Replaced the expulsor to meet manufacturing specifications for accuracy.